Event description:
Customer reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump. The malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues reoccurred. The caller acknowledged and understood these instructions.